Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A supply change was performed to resolve the issues. Customer¿s blood glucose level was 240 mg/dl.